Event description:
A mxl-002-1a plate was implanted on (B)(6)2008 and was reported it apparently broke post-op. Per the sales rep for another surgeon other than the surgeon who implanted the plate, "from the looks of the x-ray, the plate appears to be broken". He further stated, "I will see what I can do about the x-rays, but the plate for sure I can secure. If we take shots before the removal, then I can grab a copy of that from the c-arm."